Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that when disconnecting a doxorubicin IV push, it leaked on the outside top of the valve. The customer states "this happens with every use" however no details were given for other specific events therefore, this is the only file. The leak could be with every chemotherapeutic drug but the doxorubicin is orange and can be seen. There was no patient harm..